Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary; during visual inspection, the sample was found to be ruptured. Additionally, a crease was found on the edges of the tear. The evaluation determined that the rupture is consistent with a crease fold rupture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 3/12/20, indicated that the rupture happened in the left side( device information on initial submission belong to the left implant) which noted in MRI examination, also issue with ptosis. As a result patient underwent bilateral removal and replacement as follow: left replaced with cat#: shpx-355, sn#: (B)(6), and right replaced with cat#:shpx-355, sn#: (B)(6) and left periareolar breast lift, on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant medical products: mentor memorygel, 250cc silicone breast implant, cat/sn (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with mentor memorygel, 250cc silicone breast implants which the right side ruptured after implantation. The issue was confirmed by the physician. As a result patient underwent bilateral removal on (B)(6) 2020.